Event description:
On (B)(6) 2010, the pt was implanted with an ams elevate anterior and apical graft with the intention of treating the pt for "vaginal vault prolapse." It was reported that the pt "suffered persistent pelvic pain and was seen by her physician with complaints of pelvic pain infections." It was also indicated that the graft began to erode and the pt underwent a "surgical extraction of the exposed portion of the elevate system mesh on (B)(6) 2010." It was reported that the pt "was injured" and has suffered "physical pain and suffering disability, impairment...some permanent disability."

Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a f/u report will be sent.